Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced either atrial fibrillation (af) with rapid ventricular response (rvr), a dual arrhythmia, or ventricular tachycardia (vt) in which this patient received 49 shocks. Some undersensing was observed during this episode. Technical services (ts) could not tell with the width of the qrs complex and how regular the intervals were what this was. Ts recommended reviewing with the electrophysiologist. The health care professional (hcp) was changing medications for af with rvr. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient was hospitalized due to receiving greater than 50 times. This patient stated they were told this s-ICD can only shock 3 times and was requesting a call back. Ts referred this patient to their physician. It was noted the physician and local team had not answered all of this patients questions. Ts explained several examples and hypothetic scenarios how the s-ICD operates and that it is limited to 5 shocks per episode and then needs to reset once the rate has slowed for a period of time. While ts was discussing this with this patient the physician walked into the room. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced either atrial fibrillation (af) with rapid ventricular response (rvr), a dual arrhythmia, or ventricular tachycardia (vt) in which this patient received 49 shocks. Some undersensing was observed during this episode. Technical services (ts) could not tell with the width of the qrs complex and how regular the intervals were what this was. Ts recommended reviewing with the electrophysiologist. The health care professional (hcp) was changing medications for af with rvr. This s-ICD remains in service. No adverse patient effects were reported.